Event description:
It was reported that the patient had an infection at the ipg site. Symptoms of pain, tenderness, swelling and two superficial pustules at the site were noted. The cause of infection was unknown. The physician suspected that the patient could be allergic to the materials. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted devices were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7102189 / 7102420.

Event description:
It was reported that the patient had an infection at the ipg site. Symptoms of pain, tenderness, swelling and two superficial pustules at the site were noted. The cause of infection was unknown. The physician suspected that the patient could be allergic to the materials. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted devices were discarded by the medical facility.